Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received electrical analysis revealed high lead impedance due to that the helix was retracted and clogged with dried body fluid/tissue. Normal lead impedance was measured when the helix was in extended position.

Event description:
It was reported that at implant procedure, a stenosis in the right subclavian vein was noted due to an exit block. The lead was replaced. No adverse events were reported.